Event description:
The customer claims the screen of this device went blank while testing. The device was not on a pt. Customer is requesting for field service to come in and correct this problem.

Manufacturer narrative:
(B)(4). The carefusion field service rep evaluated the device and was not able to duplicate the reported blank screen; however, he found the touch screen not responding to touch. The carefusion field service rep replaced the front panel screen and per the service manual he ran the device through a complete operational verification procedure to ensure that the device meets factory specifications. Upon completion the device was released back to the user facility ready to be placed back into the device. The alleged faulty front panel screen was received by carefusion, routed to the carefusion failure analysis lab and staged for eval.

Manufacturer narrative:
Results of investigation: the suspect component was returned to carefusion¿s failure analysis laboratory and an investigation was performed. The component was visually inspected and pits were noted in the touch screen. A known good unit was installed and the front panel came up dimly lit, but the touch screen was completely responsive and calibrated successfully. The unit was ran for an additional sixteen hours and the screen was still visible but dim. The reported malfunction was unable to be duplicated.